Event description:
It was reported that, "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination revealed that the staples were severely misaligned and moving freely within the cover block. The trigger was not returned engaged. Clear evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples f rom the returned stapler. Upon engagement of the trigger, the first staple properly formed and released. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. Upon engagement of the trigger, no staples fired. It appeared that the misalignment of the staples prevented the remaining staples from firing correctly. The stapler was disassembled, flash was observed within the cover block preventing the red pusher from advancing forward. In addition, die casting anomalies were discovered on the forming tool. A non-conformance was initiated to further evaluate this issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. Flash was observed in the cover block and die cast anomalies on the forming tool were observed. No other defects or anomalies were observed. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that, "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.